Event description:
Ultrasound guided powerglide midline (18 g 8 cm) insertion attempted. Sterile procedure per protocol and needle tip seen within vessel. Guidewire deployed without complication; however catheter would not glide over wire. After second failed attempt of catheter gliding over guidewire, inserter decided to remove entire midline catheter. Needle removed and safety deployed without complication. Upon removing catheter, inserter met resistance once approximately 6 cm of catheter removed from patient's arm. Catheter was secured to patient's arm with tegaderm and a chest/arm xray was completed. Catheter and guidewire removed. Additional chest/arm xray completed after removal. Guidewire appears to have come lose from device and catheter tip not intact. The catheter was 7 cm upon removal. Approximately 1 cm of retained midline catheter in patient's left arm.